Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their previous implant was replaced because the implant wouldn't hold a charge and they could never get the implant to charge above 50%. Pt said they used to be able to go up to 90% after charging for three to 4 hours but then they couldn't get the implant to charge past 50%. Pt said the implant battery would also only last 2 hours after being charged up to 50%. Pt said that they notified medtronic rep of the issue and they said that the implant needed to be replaced after looking at what had been going on. Pt said that the issues were happening in october and the implant was replaced the next july. Patient services specialist (pss)documenting past event that was reported by the pt on the call.